Event description:
The customer reported that when they connected a "smartsite into a peripheral venopuncture site (abbocath nr. 20), recently accessed, they noticed that leaks at the blue smartsite piston." From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
(B)(4). The model number/catalog number identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4). The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.